Event description:
It was reported that the patient was having intermittent pectoral muscle stimulation. It was also noted that the impedance dropped and was low. The device was explanted and replaced. The atrial and ventricular leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.